Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a notice: filling slowly message during fill 1 of 5. There was fibrin found in the patient line. The patient cancelled out this treatment. Upon follow up, it was confirmed that the patient was not able to complete pd treatment on the day of the reported event. The patient was able to complete hd treatment that week. The patient did receive pd clinical attention with "catheter flushing" from the peritoneal dialysis registered nurse (porn) which did not resolve the issue. The patient reportedly transitioned (rationale not provided) to hemodialysis (hd) three times a week over 30 days prior (exact date not provided). The patient's nephrologist is carefully monitoring the catheter placement/positioning. The patient is expected to have a scheduled surgical procedure on (B)(6) 2021. Upon additional follow-up, the patient reported the liberty select cycler was functioning as intended prior to transitioning to hd. Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, treatment records) has thus far proven unsuccessful. Based on the information available, the patient's liberty select cycler can be disassociated from the event(s). There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event(s). The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).